Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, there was no problem when crossing the lesion but the balloon was ruptured when pressurized at 4atm. The procedure was completed with a different device. No patient complications were reported.